Manufacturer narrative:
The hospital biomed replaced the speakers.

Event description:
The hospital reported that, during the boot-up process, the unit alarms that the speaker is not connected. There was no report of patient involvement.